Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. Device had cracked battery tube threads, cracked case (battery tube), broken belt clip rails. The device p-cap or test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had image of insulin pump with an arrow pointing to an open book with a question mark also belt clip was broke. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.